Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure as the patient ended up being overcorrected on the cylinder. The iol was explanted due to miss-calculation of toric power of correction as the original diagnostic tests to suggest the original toric power did not measure pre-op cylinder correctly. It was further stated that the physician believed that it was not a product failure. The lens was replaced with a zct300 +17.5 diopter (serial number (B)(4)). In addition, there were no complications, and no vitrectomy was performed. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens was received with one of the haptic detached and the other haptic still attached to the lens optic. The lens optic was cut in two pieces, and had scratches on them. Visual inspection revealed lens can be identified as tecnis toric acrylic 1-piece intraocular lens (iol) because of the type, the presence of marking holes. Due to the damaged condition of the lens, no further investigation was possible. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted. Placeholder.